Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 475cc, catalog number 3501680, serial number (B)(4), lot number 6523180. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 475cc and experienced deflation on the right breast implant. It was reported to mentor that the patient had previously been in an automobile accident where it was a rear end type collision and she noticed sudden pain and change in size of the right breast implant after the accident. The seat belt had crossed over the chest wall onto the right breast implant. The patient had bilateral hypoplasia. The patient experienced asymmetry on the left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 750cc on (B)(6) 2018. The patient was in a stable condition after the surgery. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/11/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient had undergone removal and replacement with gel mentor memorygel breast implants 750 cc on the left breast implant and with gel mentor memorygel breast implant 700 cc on the right breast implants on (B)(6) 2018. (B)(4).

Manufacturer narrative:
On 07/09/2018, it was reported to the device history record (DHR) for the lot number 6532522 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/15/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).